Manufacturer narrative:
The investigation confirmed the customer's calibration was not ok due to a calibration alarm. The customer's qc data was requested but not provided. The field service engineer discovered a damaged ise degasser and he replaced the degasser. After service, the customer did not complain of any further issues. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer discovered a misadjusted sample probe mechanism and performed adjustments. He performed system checks with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas 8000 cobas ise module. The customer confirmed calibration and qc were ok. The patient's initial result was not reported outside the laboratory. The customer performed repeat testing on another analyzer for confirmation. The patient's initial na result was 155 mmol/l, and the patient's repeat result was 139.6 mmol/l. The customer determined the patient's repeat result was correct. The na electrode lot number and expiration date were requested but not provided.